Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: d1, d2, d3, d4, g1 and h4.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the products was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned devices found that the device is in used condition. The inner assembly was inspected for outer diameter and overall length tolerances. The outer assembly was inspected for inner diameter, outer diameter, and overall length tolerances. When inspected using the appropriate drawings, all dimensions were within specification. In summary, the inspection of the sample provided yielded no potential cause for shaver shedding. The overall complaint was not confirmed as the observed condition of the 3.5mm aggressive plus 5pk would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a meniscectomy in duo mode procedure, it was observed that the surgeon experienced a malfunction with the aggressive 4.0mm 5pk device which resulted in metal debris. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.